Event description:
Reportedly, the stapler jammed and could not be released from the tissue. The surgeon used another device to cut away the first device. While using the second device, the surgeon reported the last two reloads were stiff in loading but fired fine. Procedure: esophagectomy.